Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the hd autoclavable camera head had no picture. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The charge-coupled device (ccd) failed. In addition, the following non-reportable malfunctions were found during the device evaluation: video connector was malfunctioning and a dead pixel was present. Based on the results of the investigation, it is likely that the abnormal imaging was caused by failure of the charge-coupled device. However, the cause of the charge-coupled device failure was not able to be determined at this time. Olympus will continue to monitor field performance for this device.